Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Reported event: failure to achieve roll-off. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(6) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.